Event description:
A malfunction was reported with the customer's insulin pump, which occurred after a swimming incident where the pump was accidentally left on. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the malfunctioning pump since the issue could not be reset. They confirmed the pump was under warranty, arranged to send a replacement with updated software, and provided instructions for returning the faulty pump. The customer was informed about programming settings and connecting their cgm to the new device, and they agreed to use multiple daily injections as a backup therapy.